Event description:
Device malfunction: failure to deploy. Symptoms/ae: dissection. Time of malfunction/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, the rx accunet could not be placed due to the tight lesion. After successful predilation, the rx accunet was able to cross the lesion, but would not deploy. An angiogram suggested a dissection in the left common carotid artery. The patient developed right hemiplegia and aphasia. The dissection was treated with multiple stents. Flow returned to normal and the neurological event resolved. There was no additional information provided.

Manufacturer narrative:
Study report: the device was not returned for evaluation. A conclusive root cause could not be determined; however, operational context may have contributed to the incident. The lot number was not identified: therefore, a device history record review could not be performed.